Event description:
It was reported when using the pyxis medstation es system that had a half height drawer failure. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pyxibus cable and a t board. The field service engineer installed the board and the device booted up to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.